Event description:
Patient referred to (B)(6) due to patient complaining of instability, had previous dislocation of hip joint replacement, however unable to gain the date. Primary procedure was performed on (B)(6) 2017 at another hospital. Procedure booked on this day is to revise the pinnacle polyethylene liner and head and replace with pinnacle dual mobility construct if other, describe - unable to state when dislocation occured, if other, describe - hip arthroplasty, patient status/ outcome / consequences - yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Previous dislocation, and subsequent instability, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe - x-ray, is the patient part of a clinical study - no, (B)(4). Device property of - none, device in possession of - none, (B)(4). Device property of - none, device in possession of - none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. - true.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a worldwide complaint database search found no additional related reports against the provided product code/lot number combination. Based on the inability to find any additional related reports against the provided product code/lot number combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.